Manufacturer narrative:
(B)(4). Report source: foreign country: united arab emirates. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02860, 0001822565-2022-02861, and 0001822565-2022-02862.

Event description:
It was reported that the instrument broke during an initial surgery. The surgical technique was utilized. There was no surgical delay. There was no impact to the patient. No pieces fell into the patient. The surgery was completed with a second device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6 : proposed component (annex g) code is mechanical (g04) - provisional bottom performed a visual inspection of the provided photograph of all four devices and found them all to exhibit signs of repeated use nicked / gouged. Two of them have the post feature fractured off, one has fractured on the medial side of the post feature and the post has fractured off, and one has fractured on the medial side off the post feature. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.